Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced lead pull back several times since implant resulting in multiple surgeries. Product remains in service. No additional adverse patient effects were reported.